Event description:
It was reported that the bd plastipak 50ml syringe experienced leakage. The following information was provided by the initial reporter: our customer service received a complaint about plastipak syringes with leakages.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12/15/2021. H.6. Investigation: sixty unused samples received for investigation. Upon visual inspection, stopper is correctly assembled in all of them. Examined syringes do not present any damage in the barrel that could lead to the leakage experienced by customer. Ten syringes have been disassembled to examine parts separately and no defect has been detected related to the leakage described. Leakage test is performed on ten samples, no issues or leak observed. A device history review was performed for reported lot 2001208, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). Initial reporter fax #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak 50ml syringe experienced leakage. The following information was provided by the initial reporter: our customer service received a complaint about plastipak syringes with leakages.